Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) alerts had been previously turned off because the patient is on hospice. At a clinic visit it was noted that the ICD header was exposed through the skin. An infection was also suspected. The ICD was explanted, and the patient¿s rv lead was cut/capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.